Manufacturer narrative:
Device received with failed selftest alarm during self-test due to a faulty on the radio frequency board. Device received with normal operating currents, device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that motor arm failed self-test reoccurred. The customer¿s blood glucose was unknown. It was reported this is the fifth alarm received by customer. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did not require rewind. The insulin pump will be returned for analysis.